Event description:
It was reported that the patient contacted the hospital to report difficulty recharging. The patient attended the clinic for trouble shooting and it was determined that the ins was overdischarged. Nursing staff attempted to restart the device in physician mode, but were unsuccessful. A second appointment was scheduled to attempt to restart the device, and was also unsuccessful. The patient reported feeling intense heat at the ins site when trying to recharge, long intervals to recharge, and poor coupling with the recharger before depletion occurred on (B)(6). The hcp planned to explant the device and replace it with a primary cell, but it was reported that surgery had been delayed and may not occur for at least another 4 weeks. There was no injury, and the patient returned to alternative pain treatment until the ins could be replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).